Event description:
It was alleged that the evac 70 xtra wand arced when activated in the patient's mouth. The surgeon removed the wand as soon as it was noticed to be arcing. A backup wand was used to complete the procedure. There were no reported patient complications.

Manufacturer narrative:
The customer¿s complaint could not be verified and the root cause could not be determined with confidence as the returned device performed as intended during functional evaluation. It is possible that the tip of the wand made contact with a metal object such as a mouth guard that could cause this type of reported failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.